Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap splenectomy procedure, three devices cut but did not staple. The procedure had to be converted to open to control the bleeding and a fourth device was used to close the staple line. The patient received two units of blood and will have an extended hospital stay. The patient is stable.